Manufacturer narrative:
The reported event was addressed with phone support. The reported issue was resolved after reseating the 30- degree endoscope and selecting the correct orientation at the ssc. The site was instructed how to start the scope in the 30 down position in the future. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the 30-degree endoscope came out of alignment due to the customer manually rotating the scope bedside when trying to go from 30 up to 30 down during docking. The reported issue was resolved by reseating the 30-degree endoscope and selecting the correct orientation at the surgeon side console (ssc). The caller wanted to know how to start in the 30 down position without going to the ssc. The technical support engineer (tse) informed the caller to install the 30-degree endoscope with the buttons facing the arm if they wanted to start 30 degrees down. The procedure was continued as planned with no reported injury.